Event description:
It was reported that the the camera head was not working, it was noticed during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak and noise showing on image due. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failed leak test was due to puncture on cable. The image noise was due to faulty charge coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the the camera head was not working, it was noticed during the reprocessing. There were no reports of patient involvement.